Event description:
It was reported that a syringe s2 20ml had foreign matter before use. The following was reported by the initial reporter: "good morning (B)(6), we have received a product complaint for bd discard it syringe 20 ml article number 300296 from university hospital in bonn. Complaint is about: "there are plastic parts in the syringes". The customer is very disappointed and will call back twith information about the affected lot numbers at the clinic. Would you please be so kind and give us a feedback on the further procedure today so that we can offer the customer a solution as soon as possible?"

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes. D10: returned to manufacturer on: 1/5/2021. H6: investigation: a device history record review was performed for provided lot numbers 2003187 and 2004107, the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, physical samples were returned for evaluation by our quality engineer team. Through examination of the samples, white particles were observed within the syringes. We have concluded that the particles are composed of the slip agent used in the manufacture of this syringe product. This slip agent is used to facilitate the movement of the plunger along the barrel. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscopic layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation. This is a normal process and the syringe would not work without the presence of this lubricant.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2003187, medical device expiration date: 2025-02-28, device manufacture date: 2020-03-09; medical device lot #: 2004107, medical device expiration date: 2025-03-31, device manufacture date: 2020-03-31. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a syringe s2 20ml had foreign matter before use. The following was reported by the initial reporter: "good morning mrs. (B)(6), we have received a product complaint for bd discardit syringe 20 ml article number 300296 from (B)(6) hospital in (B)(6). Complaint is about: "there are plastic parts in the syringes". The customer is very disappointed and will call back twith information about the affected lot numbers at the clinic. Would you please be so kind and give us a feedback on the further procedure today so that we can offer the customer a solution as soon as possible?"